Manufacturer narrative:
(B)(4). Date sent: 6/21/2023.

Manufacturer narrative:
(B)(4). Date sent: 5/24/2023. D4: batch # a9c90d. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap hemicolectomy the blade fired even though the firing trigger was not pressed. Safety lock button is not released either. After combining the anvil, while turning the knob, the blade was automatically fired., hand sewing, the procedure was successfully completed without any patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 7/13/2023. D4: batch # 288c02. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The inner washer was returned, however, the outer washer (which is contained within the anvil) was not returned as the anvil was not returned with the device. There were no staples present, and when a test battery was inserted, the green checkmark illuminated. Indicating the device had been fired. The device was tested for functionality, and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The device was fired an additional four times in order to ensure there was not an intermittency issue. All four additional firings occurred without incident. In all test firings, no unintended activation occurred and followed the normal firing steps (remove safety, press firing trigger). The device was disassembled and investigated, but no non-conformances were observed. Therefore, the reported condition could not be confirmed. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the device firing and forming all the staples as well as completely cutting the test media and the breakaway washer without incident, the unintentional activation issue reported could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number 288c02, and no non-conformances were identified.